Event description:
The facility reported an infusion pump with a failure code 810:04. This report was noted during pt infusion. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming.